Manufacturer narrative:
Customer has mentioned that the device will be returned for an evaluation but didn't received it yet.

Event description:
Plak smacker received a complaint saying a dental assistant broke out in a rash; technician took off the gloves and hands cleared up. Technician didn't receive any medical treatment.